Event description:
It was reported that a clinical trial patient experienced an akinetic crisis. Medication was prescribed to the patient and the event resolved. The event was deemed to be possibly related to the implant procedure and not related to the device or stimulation.